Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was cracked. There was no patient involvement.

Manufacturer narrative:
Received one device. The initial customer report indicated a downstream occlusion sensor (dso) seal cracked. This was confirmed during the visual inspection. Dso replaced, and performance verification tests were performed. Device passed all testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.